Manufacturer narrative:
The patient age is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length, distal tip and cut wire were twisted. A functional evaluation found that a guidewire could be advanced through the device and exit the tip without issue. The device evaluation found no evidence of a fibrous cotton material (foreign matter) present, therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Result - no failure detected; the alleged failure could not be duplicated, however, the working length, distal tip and cutwire were found to be twisted.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-02217 for the other associated device information. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when the nurse opened the package to remove the device there was very small fibrous cotton material inside the package. The nurse went to load the guidewire and it appeared to pack up the fibrous material, a cotton ball making it difficult to push the wire. The problem occurred outside the patient. A second autotome rx sphincterotome was opened and the same event occurred. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2012-02217 for the other associated device information. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation, when the nurse opened the package to remove the device there was very small fibrous cotton material inside the package. The nurse went to load the guidewire and it appeared to pack up the fibrous material, a cotton ball making it difficult to push the wire. The problem occurred outside the patient. A second autotome rx sphincterotome was opened and the same event occurred. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.